Event description:
It was reported the patient experienced heart-attack like symptoms (arm, chest and jaw pain). As a result, the patient was hospitalized. It was observed the telemetry monitors went off when stimulation was on and returned to normal after turning stimulation off. The physician determined the patient has no signs of heart attack. The patient's system was programmed to deliver high frequency stimulation. The sjm representative reprogrammed stimulation to a lower frequency and as of the date of this report, the patient has not experienced such symptoms again.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.